Event description:
Information was received from a health care professional regarding a patient who was receiving hydromorphone, bupivacaine and baclofen (unknown dose and concentration) via an implantable pump for non malignant pain and complex regional pain syndrome type 1. On (B)(6) 2016 during a pump refill, intrathecal baclofen was added to the drug mixture but patient had a reaction, the drug was too strong. On this report date, they were taking it out of the drug mixture. They were planning to decrease the daily dose during the time of delivering the remainder of the 3 intrathecal drugs until the intrathecal baclofen was cleared from the system. The doctor thought it would be safe for the patient to receive the remainder of the 3 drug mixture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.